Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective mix motor the fse replaced the ise mix motor to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low ise (ion selective electrode) patient results on the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer stated that three to four patient samples had lowered sodium (na) and chloride (cl) results that had been caught with delta check failures by remisol.